Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported blower issue. The manufacturer¿s field service engineer (fse) replaced the blower assembly to address the reported problem. The unit successfully passed the required performance verification test. The determination could be made that the device failed to meet specifications.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the check vent alarm blower stalled occurred. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17/aug/2018. Date received by manufacturer: 03/aug/2018. The blower was returned for evaluation. The part was tested and did not have any issues identified. Testing showed part performed as designed. Root cause could not be determined.